Manufacturer narrative:
The following sections could not be completed with the limited information provided.

Event description:
It was reported that the distal end of the tibial handle is deformed and can not lock onto the tibial trial. No adverse events were reported as a result of the incident.

Manufacturer narrative:
The device was returned for visual and functional inspection of the device. Visual inspection of the device found that the device exhibits signs of wear from repeated use. The device was functionally tested with its mating component and was found to properly function. A device history review was conducted for the manufacturing lot and found no deviations or anomalies. This device is used for treatment. The device was manufactured in january of 2005 and has a potential field life of 11 years and 10 months and was used an unknown number of times. Therefore, due to its extended use, it is believed that the root cause is expected wear from use.